Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported wires were exposed on the device power adapter. There was no patient harm.